Event description:
Customer reported that on fraction 9 of a particular patient, the multi-leaf collimator (mlc) leaves appeared on the computer display to be oriented 90 degrees off from what they should have been. The background mlc aperture shape was correct, but the display of the leaves was wrong. The customer terminated the beam mid-field and removed the patient to investigate. All indications are that the treatment delivery was correct. After restarting the 4d integrated treatment console (which then immediately gave the correct mlc orientation / display) and running a test case, they successfully completed the rest of the fraction. No further information regarding the allegation is available at this time.

Manufacturer narrative:
The customer's allegation can not be reproduced or confirmed at this time, but until the completion of our investigation, varian can not rule out the potential for serious injury. A supplemental MDR will be filed at the conclusion of our investigation.